Manufacturer narrative:
Analysis of historical records: the devices involved in this event were not returned to orthofix for analysis. Unfortunately, also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data for the specific batch numbers. Technical evaluation: a technical evaluation of the devices involved was not possible, as the devices were not returned. Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical investigation. The technical evaluation will be performed should the devices become available. Conclusion: a technical evaluation of the devices involved was not possible, as the devices were not returned. The technical evaluation will be performed should the devices become available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified (screws breakage), which remains unknown. Orthofix would like to remind that the information about the implant removal is included in the related instruction for use, re. Pqggp. An extract is reported below. "Notes for use - implant removal the implants should be removed at conclusion of treatment, but anyway before the screws reach their maximum angle. Patients must be closely followed since achievement of the desired correction may require plate removal as early as 3 to 12 months after insertion. Hcp should consider premature removal in case of adverse events". Orthofix would like to also remind that the information about the screw selection (solid screws or cannulated screws) is included in the related operative technique, re. Ep-1107-opt. An extract is reported below. "Note: select the appropriate screw, length and type (solid or cannulated) according to patient's anatomy, physis thickness and desired correction to be achieved. When selecting the screws, the following criteria should be considered: make sure the screw's length will be contained within the epiphysis and the metaphysis (avoid to penetrating the opposite cortex) solid screws are more resistant to breakage than cannulated screws, and this should be taken into consideration when treating heavy patients or when planning a long treatment time". Should further information and/or the devices involved are received, orthofix will promptly re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) medical center. Surgeon's name: (B)(6) doctor. Event description: eight cannulated screws were attempted to be removed from a patient who had an eight-plate implantation. Four of the eight screws broke off. This system was used on patient for almost 5 years (from (B)(6) 2019 to (B)(6) 2024). The screws broke during the scheduled removal of the 8-plate-system. The only x-rays image made available shows 4 broken screws which were left in the patient bone. The 4 broken screws are 1 x code 99-gp224ce and 3 x code 99-gp432ce lot unknown (MFR report 9680825-2024-00012 and 9680825-2024-00013 and 9680825-2024-00014 and 9680825-2024-00015 respectively). The broken screws will not be returned to orthofix for analysis. No other details will be made available for the investigation. Orthofix ref: (B)(4). Distributor ref: (B)(4).